Manufacturer narrative:
Post-operative plate breakage was reported. No additional information was received despite multiple follow up attempts. The device was not returned for evaluation; however, an x-ray was provided showing two broken plates- one on the patient's lower right and and the other on the patient's lower left jaw. Review manufacturing and inspection records could not take place as device batch/lot number is unknown. The model number/part number is unknown; however, review of the master complaint database for post-operative plate breakage revealed two (2) complaints (one of which is the complaint in this report). Potential causes for post-operative plate breakage include improper material selection/strength, user error-improper fixation technique, patient noncompliance with post-op instructions, excessive bending while contouring plates, improper plate size selection, and no/slow osteogenesis, osteolysis, bone resorption. However, based on the information received and the investigation performed, the root cause could not be determined.

Event description:
The hospital reported a patient received osteotomy plates in (B)(6) 2023 (exact implant date unknown), and two (2) plates broke post-operatively (event date unknown). It was also reported these plates were explanted. Further information is not available despite follow up attempts.